Event description:
During follow-up, the device was noted to be in backup vvi mode due to event queue overflow. A device download was performed to restore normal device function and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was noted on backup vvi mode due to event queue overflow. The device was reprogrammed to resolve the event and the patient was in stable condition.